Event description:
Customer's daughter reported she was not able to use the meter when her mother (the customer) had a hypoglycemic event. Customer's daughter was not dosing the strip correctly and kept getting an error within specification. Paramedics were called an obtained a blood glucose value of 57 mg/dl on their meter. Customer was treated with a tube of glucose and an unspecified amount of orange juice. Daughter later brought customer to the hospital where she was treated with an IV of unknown content. Requested return of suspect device and replacement sent.